Event description:
Ous MDR - this pacemaker is not pacing the atrium. This is all of the available information at this time. If additional information becomes available this event will be updated.

Manufacturer narrative:
The production process for this device was checked. The production documents did not show any irregularities that could be linked to the complaint. All production steps were correctly executed. After receipt, the pacemaker was interrogated. Battery status was bol, which is to be expected after an implantation time of 24 months. After which, the pacemaker memory readout was analyzed. Analysis revealed memory that was damaged beyond repair. In particular, a specific memory cell was damaged so much that no atrial pacing was available. The memory was manually repaired using a technical programming device. After which, therapy capability was checked. The implant was fully able to deliver therapy. Later in the analysis, the pacemaker underwent a full electrical function test. The antibradycardia output signal reflected the values programmed and the device signal sensing was in working order. With respect to device function, the pacemaker was within specifications.